Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The technician alleged the bed exit alarm is not sending a call to the nurses' station. No pt impact.